Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported the arcticsun device displayed no flow rate after the patient returned from getting a CT. The device would prime and then stop. The flow rate was 0l/min, the inlet pressure was -0.3psi, and the circulation pump was at 100%. The nurse changed out the device but issue persisted. She then switched out the pads and the flow rate increased to 2.3l/min, the patient's temperature was 35.9c, the target was 36c, and the water temperature was 31c.

Manufacturer narrative:
The reported event could not be confirmed. No sample was returned for evaluation. It is therefore unknown if the device failed to meet specification. The device was being used for treatment at the time of the reported event. A potential failure mode could be '3.3 poor flow¿ with a potential root cause of '3.3.2 incorrect setup causing pad lines occlusion. E.g kinking..¿ the lot number is unknown; therefore, the device history record could not be reviewed. The product code for this z300 unknown arcticgel pad product is unknown. Therefore, bd is unable to determine the associated labeling to review. Although the product code is unknown, the z300 unknown arcticgel pad product labeling is found to be adequate based on past reviews. Correction: concomitant medical products.

Event description:
It was reported the arcticsun device displayed no flow rate after the patient returned from getting a CT. The device would prime and then stop. The flow rate was 0l/min, the inlet pressure was -0.3psi, and the circulation pump was at 100%. The nurse changed out the device but issue persisted. She then switched out the pads and the flow rate increased to 2.3l/min, the patient's temperature was 35.9c, the target was 36c, and the water temperature was 31c.